Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the customer reloaded the same cartridge and continued insulin therapy. Customer¿s blood glucose level ranged from 136-140 mg/dl.